Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a bent and stretched fixation helix, which most likely resulted from the implantation procedure due to mechanical stress. However, the values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because the physician wasnt satisfied with the patients paced qrs morphology so he wanted to try to find a more optimal pacing position in the right ventricle. A new lbb lead was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.